Event description:
The complainant alleged that while defibrillating pt in cardiac arrest, the device would not discharge on the third attempt. The device was charged and discharged properly at 200 joules twice but when the device was charged a third time to 360 joules it did not discharge. The customer's biomed department has been unable to duplicate the reported malfunction. The complainant indicated there was no adverse effect to the pt as a result of this reported malfunction.